Event description:
It was reported that the target lesion was a restenosis located in the proximal right coronary artery (rca) with a total occlusion. The 5.0 x 18 mm otw ultra stent failed to cross the lesion, which was a previously stented site. A 5.0 x 28 mm rx ultra stent also failed to cross and dislodged during retraction in the rotating hemostatic valve (rhv). No resistance was reported during retraction. There was no intervention performed, as the dislodged stent was easily withdrawn inside the rhv. A xience otw 4.0 x 18 mm stent crossed the lesion and was implanted. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.